Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye on (B)(6) 2011. On pt's last visit on (B)(6) 2011, there was low vault and a refractive surprise noted. Most likely the lens will be explanted and exchanged for a longer length lens. The pt's bcva is 20/80. See MFR#2023826-2011-00961 for the right eye.

Manufacturer narrative:
(B)(4).